Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty and posterior spinal fusion (t11-l1) for an l12 fracture on (B)(6) 2023. In the surgery, the surgeon performed vbs (vertebral body stenting) on t12 and fixed at 1a1b. The stent on the left side did not dilate properly and became trumpet-shaped. He tried to correct the problem but was unsuccessful and started to inject the cement. The cement needle was not inserted properly and pushed the stent forward. The direction of the needle was adjusted in the lateral view of the image, and cement was injected after confirming that it was in the stent. After injection, a frontal view confirmed that the cement needle may not have entered the stent but injected the cement outside of the stent. The position of the trumpet-shaped stent itself was not affected and there was no cement leakage, so the procedure was terminated pending hardening. After completion of vbs, 1a1b fixation was performed with viper prime fenestrated screws. The cement may have leaked anteriorly from the screw on the upper (t11) right side. At the surgeon's discretion, the surgery was continued. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. This report involves one vertecem v+ cement kit. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.